Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the 8mm force bipolar instrument tip broke and was getting caught on tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it usually is the side piece on the force bipolar that somehow loosens and protrudes out. There was no material detached that could be a part of the portion that enters the patient's body. There was no adverse effect to the caught tissue. The jaws did not fail to be unclamped or opened. The instrument release kit was not used. The instrument was removed with the cannula in the past but this time around, it might not be the case. If it was, it would've been sent with the instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have a severely bent grip with severe misalignment of the grip-tips. No broken components found.

Event description:
Refer to h11 for follow-up information.